Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated should additional information become available or upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was reported to have had a high thresholds and pace impedance measurement of greater than 2,000 ohms attributed to lead damage. This lead was then explanted. No additional adverse patient effects were reported.